Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module defective. Based on the result, we concluded that it was caused, due to an excessive force applied on the ccd module.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.